Event description:
Procedure type: unknown. According to the reporter: when removed from the pt, it was noticed that the balloon was broken. The piece was recovered and removed from pt's cavity. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 mins. There was no unanticipated tissue loss. No pt injury was reported.

Manufacturer narrative:
(B)(4).